Event description:
It was reported that log files were submitted for review. The event log file captured emergency backup battery (ebb) fault alarms on 09nov2023. The patient was asymptomatic. The ebb fault events resolved at the end of the event log file. The patient's ebb was exchanged, but the alarms continued. The old ebb was placed back, and the system controller was exchanged which resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (20231109_052259) and downloaded (cb171021) for review. A review of the log files showed overlapping events spanning approximately 3 days (08nov2023 ¿ 09nov2023, 17nov2023 timestamp). Events occurring on 17nov2023 were recorded during testing at abbott. Backup battery fault alarms due to a backup battery load test not passing (internal error code f36) were active on 09nov2023 from 15:12:08 ¿ 17:54:10. The backup battery did not pass the load test due to the unloaded voltage being under the accepted threshold. Pump operation was not affected by these alarms. Pump operation was not affected by these alarms. Additionally, backup battery circuit faults and backup battery memory tag faults were active on 09nov2023 from 17:52:54 ¿ 17:53:22. There were no other notable alarms active in the log file. The system controller was functionally tested and found to operate as intended during analysis. The system controller was able to support pump function for an extended duration. No atypical alarms were reproduced during testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.